Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: patient do not recall') and pelvic infection ('infection (other) describe: pelvic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included overweight. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / bad cramping"), vaginal discharge ("vaginal discharge / grey discharge") and abdominal pain ("abdomen pain") and was found to have weight decreased ("weight gain / loss (specify which one) weight loss"). The patient was treated with surgery (surgical removal of coil(s))). Essure was removed in 2013. At the time of the report, the device dislocation, pelvic infection, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, weight decreased and abdominal pain outcome was unknown and the vaginal discharge had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia, migraine, pelvic infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion date reported in summon- 2011 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: patient do not recall') and pelvic infection ('infection (other) describe: pelvic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included overweight. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / bad cramping"), vaginal discharge ("vaginal discharge / grey discharge") and abdominal pain ("abdomen pain") and was found to have weight decreased ("weight gain / loss (specify which one) weight loss"). The patient was treated with surgery (surgical removal of coil(s))). Essure was removed in 2013. At the time of the report, the device dislocation, pelvic infection, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, weight decreased and abdominal pain outcome was unknown and the vaginal discharge had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia, migraine, pelvic infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion date reported in summon- 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: initial and fu process together : pfs and mr received- events-"abnormal bleeding (vaginal), menorrhagia, pelvic infection, migraines headaches, migration of essure device location of device: patient do not recall, dysmenorrhea vaginal discharge/ grey discharge, weight loss, abdomen pain, plaintiff did not undergo essure confirmation test¿. Outcome of event ¿vaginal discharge/ grey discharge¿ updated to¿ recovering¿. Reporter information, patient demographics added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.